Event description:
Pt reports for past month - she had trouble with rms4- 2609 needle sets - with lot# n.81318 / exp: 07/01/2023; pt is not sure if it would be bad batch - but with some infusions it made her bleed at more than one site after infusion. Needles used to infuse hizentra 20% at dose and frequency above. Reported to (B)(6) by pt/caregiver.